Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that one day post placement procedure, the right ventricular (rv) lead was found via x-ray to have pulled back part way across the tricuspid valve. The lead was repositioned and remains in use. This patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the right ventricular (rv) lead had dislodged.